Event description:
It was reported to medtronic minimed that the customer alleged no sound with carelink connect app alerts/notifications. The customer reported no adverse event. The event involved product mmt-6112. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6112.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the 3.5.09144 prod build installed on iphone x max(v 16.7.11) was conducted and the issue was not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We can confirm that alerts/notifications were successfully received on the carepartner device; however, we are unable to verify whether the alerts were audible. The audibility of notifications depends entirely on the notification volume settings configured on the customer's device. The cp app relies on both ringtone/alerts and media volume settings on the device. Foreground (app open): uses media volume. Background (app closed/minimized): uses ringtone/alerts. Cp app doesn't have its own sound settings anddepends on customer device settings. The issue was not confirmed to assist with resolving the issue, we provided the helpline team to follow the below steps within the app: for sound to work, please make sure below settings are correctly set on customer phone/device. Let us know if this helps: 1. Is customer using an apple watch. If yes, disable alerts on apple watch by going to watch, notifications, mirror iphone alerts from, disable for carelink connect app. 2. Make sure device is not in silent mode. 3. Increase media volume by pressing device volume buttons. 4. Increase ringtone/alerts volume by going to settings sound haptics slide the ringtone and alerts bar to right to desirable volume settings. 5. If screen time is on, carelink connect app must be added to the allowed list by going to settings, screen time, always allowed, press the plus sign to add carelink connect app to allowed app list. 6. If do not disturb is set for the device, make sure to turn it off. Helpline has provided feedback that the issue has been resolved from the customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.